Event description:
It was reported that the user experienced a blood glucose drop to approximately 40 mg/dl that was treated with soda and two glucose tablets, followed by hyperglycemia up to approximately 300 mg/dl, which the user attributed to overtreating the low; the event was categorized as a usage issue related to procedure and method, with no device component implicated. Symptoms included hypoglycemia and hyperglycemia. Outcomes included serious illness/impairment and an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, with no applicable device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.